Event description:
On (B)(6) 2023, a customer reported an event that occurred with a kleiner kg2 cage. They had received a message from dr. (B)(6), a surgeon, on (B)(6) 2023 that a cage had partially backed out and that would need a revision surgery. The patient at some point (date unknown) after the initial surgery complained of recurring pain. Dr. (B)(6) took the patient back to the or and attempted to further impact the cage into the disc space. The patient subsequently returned at some point again complaining of recurring pain. A revision surgery is planned.

Manufacturer narrative:
Migration is a know inherent risk of the device in is as such stated in the labelling as potential adverse event. The IFU states: the surgeon may need to perform additional surgery to address any complications or adverse reactions, which may or may not be device related. Potential risks identified with the use of this intervertebral body fusion device, which may require additional surgery include: cage migration or dislocation.